Event description:
It was reported that shaft break occurred. The target lesion was located in the carotid artery. Stenosis was estimated to be over 80% and there was moderate tortuosity in the vessel. After angiography, balloon dilation was performed. A 10.0-31 carotid wallstent was then advanced for treatment. However, during the deployment, a sound of fracture was heard. The physician stopped the operation. The device was recaptured and upon checking, the delivery device of the stent was fractured. Subsequently, another 10.0-31 carotid wallstent was advanced; however, after it was deployed, the fracture sound was heard again. The stent was reconstrained and removed. The procedure was successful using a different device. There were no patient complications reported, and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: carotid wallstent monorail was received for analysis. The device was received with the stent mounted in the correct position on the delivery system. The investigator was unable to deploy the stent due to a complete break of the outer shaft and severe shaft kinking. A visual and tactile inspection identified a complete break of the outer shaft located approximately 40mm distal of the main t-valve. The shaft of the device was also found to be severely kinked at more than one location. This type of damage is consistent with excessive force being applied to the device. A visual and tactile examination identified no issues with the tip of the device.

Event description:
It was reported that shaft break occurred. The target lesion was located in the carotid artery. Stenosis was estimated to be over 80% and there was moderate tortuosity in the vessel. After angiography, balloon dilation was performed. A 10.0-31 carotid wallstent was then advanced for treatment. However, during the deployment, a sound of fracture was heard. The physician stopped the operation. The device was recaptured and upon checking, the delivery device of the stent was fractured. Subsequently, another 10.0-31 carotid wallstent was advanced; however, after it was deployed, the fracture sound was heard again. The stent was reconstrained and removed. The procedure was successful using a different device. There were no patient complications reported, and the patient status was stable.